Manufacturer narrative:
(B)(4).

Event description:
During a surgery to replace the ins for eos/eol, the lead impedances were greater than 4,000 ohms. All combination with electrode 0 were high when tested at 3v, 450. All the other combinations on that side were normal. The other side of 4-7 appeared to have good stimulation. Breaks in the wires were seen on one side but there were no extensions available to replace them with. After surgery, they would check stimulation and see if it could be captured. It was noted that 6 weeks prior, the pt was programmed with electrodes 0 and 1 and had good stimulation. Prior to surgery, the pt experienced good stimulation and there were no known falls or trauma. Additional info has been requested.